Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive for more than 80 colony forming units (cfus) of stenotrophomonas maltophilia. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Corrected fields: b3, b5, e2, e3, g2. Updated fields: d8, d9, h3, h4. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu (colony forming units): <1cfu/endoscope. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: tip. Cfu (colony forming units): <1cfu/endoscope. Bacterial identification: n/a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, it is not possible to determine the relationship between the device and the positive culture results. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU (instructions for use) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The device was evaluated where the following additional reportable findings were found: there was a gap where the nozzle was missing where the root cause of the event could not be determined. Based on the investigation results below, it is probable that the incident occurred when physical stress was applied to the tip while the user was handling the product. Brown foreign matter in light guide lens adhesive, where the foreign object could not be identified and root cause of the foreign matter remaining could not be identified. Based on the investigation results, it is unclear whether there were any deviations from the instruction manual in the reprocessing procedures for the remaining foreign objects, and therefore it is possible that the foreign objects could not be removed due to physical damage to the equipment. White foreign matter was attached on bending section cover, where the root cause of the foreign matter remaining could not be identified. There was no physical damage at the location where the foreign object remained. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive for the following: sampling date: (B)(6) 2024 sampling from: all channels. Cfu (colony forming units): >80cfu/endoscope. Bacterial identification: escherichia coli. Sampling date: (B)(6) 2024 sampling from: all channels. Cfu (colony forming units): unknown. Bacterial identification: stenotrophomonas maltophilia. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.